Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an x-ray confirmed that the patient's left ventricular lead was dislodged, resulting in failure to capture. Interrogation prior to the procedure indicated high capture thresholds. The chronic lead was removed and replaced with a new lead. The patient was stable after the procedure.